Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm, rewind anomaly or prime/fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not rewinding. The customer¿s blood glucose level was around 145 mg/dl at the time of the incident. Customer did not see the bolus delivery screen with 0.0 units. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.